Event description:
It was reported that the physician was unable to program the parameters on the implantable pulse generator (ipg) after implantation. The polarity values for pacing and sensing were in "config", but it was more than several days after implantation. The ipg did not allow the physician to program the polarity manually as the program button was grey and inactive. However, after entering patient parameters in the get suggestion section of the therapy guide, the program button became active. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed diagnostic and data collection with implant detect.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.